Event description:
Surgeon successfully implanted intraocular lens but noted damage to the lens after implantation. The surgeon successfully removed the lens without injury. The surgeon used a model mtc60c fp cartridge to deliver the lens but the model of injector was not specified by the facility. The lot numbers for these items was not specified as well. It is unknown what caused the damage to the lens.